Event description:
A customer reported to beckman coulter, inc. (Bec) that the modular chemistry (mc) sample probe on their unicel dxc 800 synchron system was dripping when the instrument was homed or the mc sample delivery was primed. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse found a clot in the mc sample probe wash collar valve. The fse replaced the wash collar valve. Bec identifier for this report is (B)(4).